Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in regarding assistance in changing infusion set. While receiving assistance for infusion set change, customer reported of having air bubbles in reservoir. Customer declined troubleshooting for air bubbles. Customer's blood glucose was 190 mg/dl.